Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient rep states they are trying to communicate with the pt's implant and continue to see "device communication has been lost. Session has been interrupted. End session." Caller states they just noticed this today. Pt services reviewed prop app to access, closed out of all applications, turned bluetooth off and then back on and restarted handset. The troubleshooting steps that were taken on the call resolved the issue. The patient rep called to get assistance with putting device into MRI mode. (See related call) when troubleshooting, caller states they are seeing por. The patient rep states they just charged up the implant today and was able to bypass the message and successfully enter MRI mode. Documented reported event. No further action was taken by patient services. The patient rep states patient(pt) is needing an MRI because they feel the leads are no longer connected properly. Caller states they saw this on the x ray and the pt therapy hasn't been working very well. Caller stated this has been the case for probably a month. Caller states pt did fall right before this issue started and the implant is close to the exterior portion of the pt's body. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978a133, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.